Event description:
Contact reported that there was an impingement in the knee and the surgeon did an arthroscopy of the knee three weeks after the initial procedure. Surgeon reported that the meniscal screw had broken. As surgical intervention occurred mitek is filling an MDR to document this event.